Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior apical pelvic floor repair procedure using a pinnacle pfr kit, the bullet from a mesh leg that goes to the arcus tendineous detached and was left inside the patient. The procedure was completed with this device, with no further complications to the patient, who is reportedly "fine" post-procedure.